Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that approximately 50 days after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a retinal artery occlusion. At this time, it is unknown if there was any intervention to resolve this issue. Multiple attempts were made to gather additional information regarding the reported event however no further information was made available.